Event description:
It was reported there were small cracks in the upper and lower cases. The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement reported.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) battery contacts are compressed. Both bail covers and battery drawer are broken. Battery release is contaminated. Lead flex cover is corroded. Keyboard window is scratched and pitted. Upper and lower case halves are broken. Case halves are also covered in scratch marks and have a large amount of tape residue on them. Serial number label has a piece of it ripped off.